Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During routine testing of the device at the service center, the service technician reported, the battery was broken and was leaking acid. The monitor was originally returned for repair of a repeating error message when the broken, leaking battery was found. Since the event occurred during routine testing of the device, there was no pt involvement during this event.